Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a total hip arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2014 due to a fractured femoral stem. All components were removed and replaced. Additional information received revealed patient underwent a hip revision procedure on (B)(6) 2008 due to unknown reasons. The modular head was implanted. Subsequently, the patient was revised with removal and replacement of the head on (B)(6) 2014. Review of invoice history confirmed the implant and removal of the modular head.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Product / lot code / expiration date; date of implant; PMA/510(k) number; manufacture date. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain."

Manufacturer narrative:
This follow-up is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a total hip arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2014 due to a fractured femoral stem. All component were removed and replaced.

Event description:
It was reported that patient underwent a total hip arthroplasty on an unknown date. Subsequently, a revision procedure has been indicated due to a fractured femoral stem; however, no revision has been reported to date.